Manufacturer narrative:
An event of left bundle branch block (lbbb) was reported. Information from field indicated that the patient had left bundle branch block (lbbb) during procedure after pre-balloon aortic valvuloplasty prior to implant of navitor valve. The device was implanted and will not return to abbott. Based on available information, the cause of reported heart block could not be determined. The reported surgical intervention was results of case-specific circumstances as a permanent pacemaker was implanted after the procedure and patient was reported to be recovering. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vison valve was chosen for implant using a small flexnav delivery system. During procedure, after pre-balloon aortic valvuloplasty (bav) the patient had left bundle branch block (lbbb) and the valve was implanted at a depth of 2 and 3mm. After the procedure patient received a pacemaker. The patient was reported recovering.